Manufacturer narrative:
Correction: as previously reported, the cause was related to an electrical issue with the power cable. The cable was replaced to resolve the issue and the system was fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The mains cable was returned to the manufacturer for analysis. Analysis found that the returned cable had an intermittent connection at the brown wire in the connector plug. The termination screw was loose, causing the connection to be intermittent. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site was having trouble powering on the system today. They tried two different outlets and it would not boot. The nurse then wiggled the power cable near the plug and was able to get it to turn on. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the power cord. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: follow up 2 aware date incorrectly provided as 2018-12-21. Correct aware date for the information is 2019-02-12. If information is provided in the future, a supplemental report will be issued.